Event description:
Pt received a pacing system device implanted in 2004. Problems were encountered with the device working correctly.during the procedure to add an array, it was discovered that the proximal coil was plugged into the distal port and the distal coil was plugged into the proximal port. This was corrected and the device began working properly. Pt's length of stay was increased by 2 days and pt underwent an unnecessary procedure.